Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal did not load inside the delivery tube. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal assembly was not loaded inside the delivery tube and both components were outside of the loader device. The seal appeared to be intact with no non-conformities. The reported complaint was confirmed based on how the device was received. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.